Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd syringe with bd luer-lok tip plunger. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that medication leaked from the bd syringe with bd luer-lok tip plunger. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Five samples in sealed packaging was returned for analysis. Samples were tested for leakage past the stopper per procedure and no failures were found. Original failure was not returned and defect could not be confirmed. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. A CAPA has been initiated to investigate this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.